Manufacturer narrative:
H3: product analysis # (B)(4). Evaluation confirmed that the attachment was faulty. The likely cause of failure bearings failed. It was also noted that heavy contamination was caused by its destruction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. At the time of the report, there was no known impact on the patient. Additional information was received stating that failed bearings were found during evaluation. Additional information was received stating the that there was no patient or staff impact.